Event description:
Customer reported that the insulin pump's act button was unresponsive and the numbers were scrolling on the screen. Customer did not recall any significant events leading up to the error. Blood glucose level was 77 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Failure analysis revealed that the insulin pump had cracked reservoir tube lip and cracked battery tube threads. All the buttons did function properly. However, moisture damage was noted on the keypad traces. No scrolling numbers on the display noted.